Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient developed infection at the pocket site. Symptoms were fever, redness and puss coming out from incision. The infection was not device related. The physician examined the patient and removed puss from the wound area. The patient underwent an explant procedure. The wounds were washed extensively, and the patient was given antibiotics intraoperatively. Drains were placed at both wound sites. No device malfunction was suspected. All explanted device components will not be returned per facility policy.